Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a band ligation procedure performed on (B)(6)2019. According to the complainant, during the procedure, the handle was turned; however, the band would not deploy. A second speedband device was tested outside the patient and it woked fine but it was not able to deploy bands once inside the patient. The handle was turned further which released four bands at the same time. Reportedly, the device was removed and the banding procedure was cancelled. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. ***additional information received on august 19, 2019*** it was noted that the procedure was completed with a non-bsc device.

Manufacturer narrative:
Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Problem code 1484 relates to the reportable issue of bands prematurely deployed. Block h10: investigation results received one speedband superview super 7 with the ligator head for analysis. It was noticed that the crimp was present on the trip wire. The trip wire was completely rolled in the handle and was secured in the handle assembly slot when received. A visual examination of the ligator head found all bands were able to deploy. It was also noticed that the ligator teeth were undamaged. The suture was intact and was attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. Based on th evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: block b5 (describe event or problem).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a band ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle was turned; however, the band would not deploy. A second speedband device was tested outside the patient and it worked fine but it was not able to deploy bands once inside the patient. The handle was turned further which released four bands at the same time. Reportedly, the device was removed and the banding procedure was cancelled. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.